Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the unit had an error f3 which refers to having activated the monopolar handle when the equipment was configured for bipolar activations. There was no further information available at this time. There was no patient involved.

Manufacturer narrative:
Additional: evaluation summary: one device was received for routine/preventative maintenance and a visual inspection and functional test were performed by the field service team. A device history record (DHR) review was completed. There were no manufacturing issues related to the complaint for this serial number. According to field service, ¿initial inspection of the equipment, seeing that the main functions are correct. The f3 error refers to having activated the monopolar handle when the equipment was set up for bipolar activations.¿ the device failed the performance test. This complaint will be considered as confirmed. A root cause analysis determined that the issue was due to ¿an error in the use of the device.¿ as part of continuous improvement efforts and a corrective action, ¿implementation of the functional verification protocol and the electrical safety test. All the values delivered by the equipment are within the parameters indicated by the manufacturer.¿ if information is provided in the future, a supplemental report will be issued.